Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the tip of the device, rendering the device inoperative. The fractured tip was returned. The device shows signs of extensive use. The clinical/medical evaluation concluded that based on the information provided, all pieces of the broken tip of the 7.0 compression screw drill were recovered from inside of the patient. According to the report, the procedure was completed, with a 10-minute delay using a smith and nephew back-up device. Since there was no reported patient harm, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the tip of the 7.0 compression screw drill broke off inside the patient. All pieces were recovered. The procedure was completed, with a delay of 10 min, using a s+n back-up device. Patient was not harmed.